Event description:
We have been informed that during surgery, bubbles appeared in the posterior chamber. They tried to remove the bubbles inside the eye and while trying, new bubbles appeared that could not be removed since they manifested in the anterior chamber between the iol and capsule. This decreased the view for the rest of the surgery. Surgery was prolonged > 30 min. No report that actual patient harm occurred.

Manufacturer narrative:
In regard to the complaint, one 25 gauge eva nexus pack, including a cartridge, tube sets, waste bag and high speed tdc cutter, was received for investigation. Visual inspection showed fluid residue in the cartridge and tube sets, indicating that the materials had been used. Initial tests showed that there was an obstruction in the cutter that compromised the aspiration flow and triggered an npum78 error message (blockage of hose or instrument on aspiration port 1 during priming). The obstruction was most likely caused by dried-up surgical residue, because after several attempts, the priming was completed successfully. Testing after priming demonstrated that the cutter functioned properly. No signs of bubbles were detected. Device history record review revealed no deviations and a database search showed that no similar complaints have been reported on this specific lot previously. It should be noted that, during vitrectomy surgery, it is quite common for small bubbles to form due to friction of the blades. Usually, these bubbles are immediately aspirated; however, when aspiration settings are too low or when the aspiration function is compromised they may enter the patients' eye. Though these bubbles are inconvenient, the phenomenon is rare and patient harm is not considered likely. Based on the investigation performed, a manufacturer related failure could not be confirmed.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. The analysis includes all complaints with failure mode vi-bubble. Though the complaint numbers for 2023 are complete, the sales figures have last been updated at the end of may. Hence, the number of cutters that reached the market was in fact higher than reflected in the above table.

Event description:
We have been informed that during surgery, bubbles appeared in the posterior chamber. They tried to remove the bubbles inside the eye and while trying, new bubbles appeared that could not be removed since they manifested in the anterior chamber between the iol and capsule. This decreased the view for the rest of the surgery. Surgery was prolonged > 30 min. No report that actual patient harm occurred.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.